Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be performed. Under visual inspection, the returned sample appeared to be in good condition. It was found that sample did pass the 12 hour test; the cuff was deflated. The source of leak was found to be tear in pilot balloon. Due to fact that cuff deflation was not observed prior use it is probable that the reported failure occurred during a tracheostomy procedure or during use. Device serial number/lot number is unknown, no product information has been provided to date.

Event description:
It was reported that during the use of the product, the cuff would not inflate. No patient injury was reported.

Manufacturer narrative:
B5: additional information: investigation confirmed the returned device was used, which indicates that a trach change would have occurred during use with the patient. H10: device evaluation: device evaluation was completed and filed with the initial MDR report. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: b1: adverse event and/or product problem: product problem; adverse event and required intervention. H6: evaluation codes conclusion:d15 [4315].